Event description:
It was reported that during a pacemaker replacement procedure the threshold of the original right ventricular (rv) lead was elevated, and myocardial fibrosis was present. During the procedure, a new rv lead was attempted; however, despite multiple attempts to change the implant position and repeated measurements, the threshold of the new rv lead remained high, and were noted to be related to the patient¿s myocardial fibrosis. Consequently, the decision was made to continue using the original rv lead. The pacemaker replacement procedure was completed successfully. The new rv lead was attempted/not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.